Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow-up after receiving patient notification. Lead dislodgement was observed. Device interrogation revealed non-sustained lead noise episodes recorded due to p-wave oversensing. Drop in pacing lead impedance and loss of capture at maximum output was also noted. X-ray confirmed that the rv lead was in the atrium. Twiddlers syndrome was suspected. Physician elected to disable all high voltage therapies until the lead could be repositioned.